Event description:
It was reported that during a breast biopsy procedure, the needle allegedly bent. It was further reported that the needle was difficult to remove from coaxial and breast. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during a breast biopsy procedure, the needle was allegedly bent. It was further reported that the needle was difficult to remove from coaxial and breast. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one marquee disposable core biopsy instrument and compatible coaxial was returned to evaluation. During visual evaluation, the device appeared to have blood residue. Upon evaluation, compatible coaxial was noted to be stuck onto the needle and was not removable. Further it was noted that cannula tip was noted to be bent. Functional testing was not performed due to the condition of the returned device. Therefore, the investigation is confirmed for the reported bent needle issue and difficult to remove needle from the coaxial, as needle could not be removed from the coaxial but the reported difficult to remove from the breast cannot be confirmed as conditions of use cannot be replicated. One electronic photo was provided and reviewed. The provided photo shows the coaxial needle along with the distal tip of the mission needle which appears to be bloody. On further review, distal tip of the mission needle noted to be bent. Therefore, based on the photo review reported bent needle can be confirmed. However, the reported difficult to remove cannot be confirmed with the provided photo. The definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for this product is bd-santo domingo. H10: d4(expiry date: 08/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.